Event description:
It was reported while using unspecified bd extension set flow issues occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they are experiencing issues with cross flow between primary and secondary bags. Verbatim: they are having issues with ¿cross flow between primary and secondary bags.¿

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that they are experiencing issues with cross flow between primary and secondary bags could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number and material number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using unspecified bd extension set flow issues occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they are experiencing issues with cross flow between primary and secondary bags. Verbatim: they are having issues with ¿cross flow between primary and secondary bags.¿